Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had sticky buttons. The customer's blood glucose value was unknown. The customer reported battery life was diminished and insulin pump rejected new batteries. The customer reported that rewind took longer and it was grinding during rewind also reported that it squirted insulin during priming. The devices will not be returned for analysis.